Event description:
During removal of catheter following thoracentesis, a crack was noted in catheter and a piece of catheter was noted to be missing, retained in pt. X-ray was done for placement. Retrieval was determined to be unnecessary. Pt expired due to unrelated reasons next day.